Manufacturer narrative:
Device evaluation: the manufacturing batch record review confirmed the device met all material, assembly and inspection specifications. As received the specimen consists of one each clinically used jetwire gw xtra sup 300-014 device; returned coiled, loose and double-bagged within "zip-lock" style poly pouches. As received, the specimen presents several bends/kinks of varying severity and frequency scattered throughout the length of the device beginning 0.65cm from the distal tip and extending to approximately 282.5cm from the distal tip. The specimen also presents stretched coil wraps 3.15 to 3.80cm from the distal tip with concurrent coil bunching at the distal end of the stretch damage and scraped ptfe coating over the proximal 109cm. No other damage or inconsistencies are noted to the specimen at this time. Both joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the evidence presented by the sample and the information provided by the supporting documentation, clinical and/or procedural factors appear to have impacted on the event as reported.

Event description:
The guidewire became entrapped in the atherectomy device. The jetstream atherectomy device got stuck on the guidewire post atherectomy procedure. The physician had to remove the jetstream device and the guidewire together as a system and lost access across the lesion. Sr is unsure if there was actually a kink on the guidewire that prevented removal or if there was actually a guidewire stick. After the physician removed the device he was able to freely pull the guidewire out of the opposite direction from the control pad. No complications, procedure was done, patient is fine. When he pulled the guidewire out with the atherectomy system because he couldn't back it off, he lost his wire access across the lesion.